Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 154mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent buttons response due to moisture damage at the keypad traces. The device was unable to prime during the prime test as a result of a loose motor support disk. The insulin pump was also received also with broken battery tube and missing end cap sticker.